Event description:
Ended up in the hospital because of an infection [infection]. It did not help [device ineffective]. Initial information was received from canada on 24-may-2022 regarding an unsolicited valid serious case received from a non-health-care professional. This case is linked to case (B)(6) (cluster). This case involves an unknown age and unknown gender patient who ended up in the hospital because of an infection and it did not help after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, expiry date, strength, dose, frequency, route, indication). Information on batch number was requested. On an unknown date the patient ended up in the hospital because of an infection (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized for this event. On an unknown date the patient noticed that synvisc one did not help (device ineffective) (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for the events (ended up in the hospital because of an infection, it did not help). At time of reporting, the outcome was unknown for both the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Ended up in the hospital because of an infection [infection] it did not help [device ineffective] case narrative: initial information was received from canada on 24-may-2022 regarding an unsolicited valid serious case received from a non-health-care professional. This case is linked to case (B)(4). (Multiple device). This case involves an unknown age and unknown gender patient who ended up in the hospital because of an infection and it did not help after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It is unknown if the patient had any medical history, concomitant disease or risk factor. On an unknown date, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (lot: 9rsp017f, unknown expiry date, dose, frequency, route, indication, strength: 48 mg/6 ml). On an unknown date the patient ended up in the hospital because of an infection (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized for this event. On an unknown date the patient noticed that synvisc one did not help (device ineffective) (unknown latency) following the first dose intake and (unknown latency) following the last dose intake of hylan g-f 20 and sodium hyaluronate. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for both the events it was not reported if the patient received a corrective treatment for the events (ended up in the hospital because of an infection, it did not help). At time of reporting, the outcome was unknown for both the events a product technical complaint was initiated on 26-may-2022 for synvisc (batch number: 9rsp017f) with global ptc number: 100229246 sample status was not available the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required. The investigation was completed on 18-jul-2022 with summarized conclusion as 'no assessment possible'. Additional information was received on 18-jul-2022 from other health care professional. Global ptc number strength and formulation of synvisc was added. Text amended accordingly.